Event description:
Customer reported she experienced low blood glucose of 46 mg/dl; she treated with food. Customer stated she was low because she had and active day. Customer also reported that she received a no delivery alarm during manual prime. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Current blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-85147 for the insulin pump.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.